Event description:
It was reported that the pacemaker exhibited backup vvi operation, was unable to be interrogated and was not pacing. Premature battery depletion was suspected. The patient was pacing dependent and was admitted on transient rhythm. The pacemaker was explanted and replaced. The patient was stable after the procedure.